Event description:
The needle is protruding through the sheath. A similar incident was reported in 1990, access number m51218. This info was submitted as follow-up 6/8/94: another needle was found with the same problem in a different lot.